Event description:
The pt received his scs system, including a surgical lead, on (B)(6) 2011. It was reported the pt noted a change in stimulation shortly after falling out of his bed. Eventually, the pt lost stimulation. Diagnostic testing of the lead found high impedances across all contacts; however, an x-ray found no anomalies. The lead was explanted and replaced. The explanted lead was discarded by the facility. No further pt complications were reported as a result of this event.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.